Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
It was reported that a patient experienced an allergic reaction while wearing a suresmile aligner. The event outcome is unknown as of this MDR evaluation.